Event description:
After completing the 2nd freeze at lipv, the physician was attempting to move the mapping catheter to the lspv. While manipulating the mapping catheter, the physician became unsure of the location of the mapping catheter on fluoroscopy images and 3d mapping images. The cryoballoon was inflated and contrast was injected through the cryoablation catheter to verify position of mapping catheter. Contrast injection revealed a perforation with contrast staining the pericardium. Heparin was discontinued. All catheters were removed from the left atrium. The physician ordered the administration of protamine to reverse the anticoagulation. No hemodynamic compromise was noted. All catheters were removed from the body. The patient remained stable throughout. No surgical intervention was needed. The patient left the room in stable condition and transported to the holding area of the cath lab.

Manufacturer narrative:
The returned catheter was visually inspected and passed the inspection as per specification. There was no indication of device malfunction.